Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call the insulin pump alarmed unexpected restart and external ram crc error. The customer's blood glucose level was unknown at the time of incident. The customer¿s father reported reoccurring alarms. The customer¿s father did not troubleshoot insulin pump is not present. The insulin pump will not be returned for analysis.